Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the central care unit cabinet displayed an error indicating that the biometric identifier device and password access required maintenance. The field service engineer (fse) observed that the biometric identifier intermittently failed and reverted to password access, with temporary recovery after a reboot. The fse replaced the biometric identifier with a newer version, inspected and reseated all connections, applied the required patch and updated firmware, and confirmed proper functionality through diagnostics and application testing. The fse also replaced the barcode scanner cable due to physical damage and replaced the battery. Final validation confirmed that all components were functioning as expected. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the central care unit cabinet displayed an error message indicating that the biometric identifier device required maintenance and that device access using password also required maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.